Event description:
It was reported that the cables are frayed and causing intermittent operation of the holster. No pt consequence. Unit is being returned for repair.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the blue rotational cable and the green translational were replaced. The unit has not been returned for service prior to this event, therefore no service history review can be done. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.